Event description:
It was reported that a spectrum iq infusion pump over infused total parenteral nutrition (tpn) solution during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.